Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. Patient temperature (pt) around 9 was 35.3c and was now 34c. Water temperature (wt) was 40.2c, water flow rate (wfr) was 3.5 l/m. Good pad coverage with no exposed abdomen. Patient temperature correlates via esophageal, rectal, axillary and bedside monitor. Discussed medication administration. Noted arctic sun device was responding appropriately. The instructions-for-use are found to be adequate. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient rewarming but patient temperature (pt) was dropping rather than increasing. Patient temperature (pt) around 9 was 35.3c and was now 34c. Water temperature (wt) was 40.2c, water flow rate (wfr) was 3.5 l/m. Good pad coverage with no exposed abdomen. Patient temperature correlates via esophageal, rectal, axillary and bedside monitor. Discussed medication administration. Noted arctic sun device was responding appropriately. Suggested adding warm blankets to hands, head and feet or bair huggers if not contraindicated by protocol. Also discussed turning up vent warmer.

Manufacturer narrative:
The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be outlet water temperature regulation error but which is still within the allowable water temperature range. However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. Per s03fa211 rev. 21, the latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: b, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient rewarming but patient temperature (pt) was dropping rather than increasing. Patient temperature (pt) around 9 was 35.3c and was now 34c. Water temperature (wt) was 40.2c, water flow rate (wfr) was 3.5 l/m. Good pad coverage with no exposed abdomen. Patient temperature correlates via esophageal, rectal, axillary and bedside monitor. Discussed medication administration. Noted arctic sun device was responding appropriately. Suggested adding warm blankets to hands, head and feet or bair huggers if not contraindicated by protocol. Also discussed turning up vent warmer. Per follow up information received via task on (B)(6) 2024, it was reported that she spoke with a biomed tech and was advised to turn up the vent warmer. The issue was resolved, and therapy was completed on the same device. No patient impact was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient rewarming but patient temperature (pt) was dropping rather than increasing. Patient temperature (pt) around 9 was 35.3c and was now 34c. Water temperature (wt) was 40.2c, water flow rate (wfr) was 3.5 l/m. Good pad coverage with no exposed abdomen. Patient temperature correlates via esophageal, rectal, axillary and bedside monitor. Discussed medication administration. Noted arctic sun device was responding appropriately. Suggested adding warm blankets to hands, head and feet or bair huggers if not contraindicated by protocol. Also discussed turning up vent warmer.